Manufacturer narrative:
There is an instruction that states, "the humidifier should be at least 4" away from the wall for best results". There is an instruction that states, "do not place the humidifier on carpet. The heat sink underneath the humidifier might cause the carpet/wood floor to be discolored and may cause overheating of the unit" and consumer failed to perform that instruction.

Event description:
Consumer alleges humidifier caught on fire in his bedroom and damaged his flooring and bed. There was not a report of personal injury with this incident.